Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the united states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Event description:
The patient was implanted on (B)(6) 2005 with a hip prosthesis. After the onset of pain and tumefaction, the surgeon decided to explant the prosthesis and in the future, the patient will be revised.

Event description:
Pt was revised to address pain.